Event description:
The doctor implanted a long term catheter from right internal juglar in (B)(6) 2012. On (B)(6) 2012, the patient's catheter was out of the body 1 cm during hemodialysis at hospital. The doctor found the cuff still in patient's body.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of revd0033 showed no other similar product complaint(s) from this lot number.